Event description:
Patient reported the pump is not delivering insulin properly. Patient stated his blood glucose level became elevated up to 600 mg/dl for no reason; bolused to bring his blood glucose to normal but it continued to rise. Patient reported he called the doctor for assistance and was advised that the pump must not be delivering accurately; was switched to insulin injections. Patient is currently not on the pump; is using insulin injection therapy. Patient stated he has been using injections since last night and his blood glucose level has returned to normal. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.